Manufacturer narrative:
(B)(4). The customer reported the catheter would not infuse. The customer returned one epidural catheter, one snaplock adapter, and one 10ml luer-lock syringe. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils, especially toward the proximal end of the catheter. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per (B)(4) section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Other remarks: water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 2.6ml/min which is within the specification of 1ml/min. No blockages were found. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter not being able to infuse could not be confirmed based on the sample received. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: could not infuse through our flextip plus catheter contained in the kit. He re-seated the catheter and tried a new snaplock and was still unable to bolus through the catheter. For this catheter, the top was repositioned; a new top was used, still to no avail. Then the catheter was removed and even after removal, it was not able to be injected through. The unfortunate action was to replace the catheter with a new epidural needle stick and new catheter. There was no reported patient injury.